Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had hardware failed, the tower door 2 did not open, and the customer attempted recovery and rebooted the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 had clicked multiple times and then failed. Upon inspection, the field service engineer (fse) observed that the legacy-style latches were installed in the latch column. The fse replaced the latch in the latch column for door 2 and proactively, the fse replaced the remaining latches pursuant to communication 1843. Also, the fse replaced the latches for doors 13 and 4 in accordance with pyxis communication 1843. Operation was verified using both the hardware test application and the med application, and all doors opened and closed successfully. The system functioned as intended after field service engineer repaired the device.